Event description:
The patient was undergoing a left knee acl repair. While using the arthrex scorpion multi-fire needle during an anterior cruciate ligament repair, the tip of the needle broke off. The surgeon decided to leave the tip in the ligament as it appeared secure than attempt to remove it which posed a risk.